Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was crystalline debris observed within the interior and exterior of the valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that when attempting to aspirate fluid through the device intraoperatively, it was clogged. According to the report, another device was used to complete the procedure.